Manufacturer narrative:
(B)(4). Migration of the filter can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use (IFU) provides the following precautions: maintain proper guiding catheter/sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element (fe) and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the case description, the filter migration appears to be related to inadvertently pulling the emboshield nav6 out of place during the procedure. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint database was performed and there have been no other incidents reported for this lot. The reported migration appears to be related to case circumstances and/or use technique and there is no indication to suggest a product deficiency. All embolic protection devices are visually inspected for damage and a sampling of units is destructively tested to verify product quality.

Event description:
It was reported that during an internal carotid artery stenting procedure, post stent deployment the guide wire was inadvertently pulled and the emboshield nav6 filtration element (fe) was pulled from position and could not be repositioned into place. It was noted that the non-abbott sheath was advanced and the fe was carefully removed through the stent in an uncaptured [open] position and successfully removed from the anatomy without issue. A second nav6 was positioned above the stent and additional post dilatation was performed and the procedure was completed without issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight and age is estimate; exact information was not provided. Incorrect removal. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.